Manufacturer narrative:
Product analysis: at analysis it was confirmed that the overlay was cracked and the bezel broken and both were replaced and the stylus calibrated. It was additionally noted that the display was missing segments and therefore the liquid crystal display was replaced, also that the lower case was cracked, the left keyboard hinge was broken and the electrocardiogram connector was loose. The lower case, keyboard hinge and link electronic module printed circuit board (lem pcb) were replaced and the lem pcb was recalibrated. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned because it had been accidentally dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.